Event description:
The customer reported that the pt had an uneventful vasoseal deployment. No hematoma was noted. Forty minutes later the groin was eccymotic medical to venous site, but remained soft. The pt's blood pressure dropped and was given atropine IV, a low dose of dopamine was started. The pt stabilized. No psuedoaneurysm was noted. The pt was transfused with four units of packed red blood cells. A computerized tomography scan was performed and no retroperitoneal or mesenteric adenopathy was noted. A large hematoma was noted. No evidence of active hemorrhage or pseudoaneurysm identified. No further complications were noted.